Manufacturer narrative:
D4 & h4: server serial number not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in to multiple stations. A technical support specialist (tss) dialed into the station and was unable to replicate the slowness during the testing. The tss contacted the customer and confirmed that the issue has been resolved. The system functioned as intended after the customer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server all users were unable to login to multiple station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.